Event description:
The hospital reported that during the loading process of hst iii system (3.8mm) according to IFU. The aortic cutter was placed perpendicularly to the surface of the aorta, and he stabilized the aortic cutter and depress the dark gray actuation button at the top. But the needle of the aortic cutter did not function properly and failed to penetrate the surf. The wall was not penetrated. A new product was used and applied to the patient, and the surgery was completed without any abnormalities in the patient's condition. There was a procedural delay of 10 minutes. There were no effects to the patient.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The device was returned to the factory for evaluation on 08/04/2025. An investigation was conducted on 8/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact aortic cutter. The aortic cutter was in a deployed state. There were no visual defects observed on the intact cutter blade. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was loaded into the delivery device. The blue safety lock was unlocked and the white plunger was depressed to deploy the seal. The seal was able to deployed with no visual or physical difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000473348 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.